Event description:
It was reported that there was swelling around the pump of this inflatable penile prosthesis. The device has remained inflated for twenty days, causing pain and discomfort. The patient could not find the deflation button. They presented at the emergency room twice with no resolution as the physicians were also unable to locate the deflation button. A boston scientific patient services consultant referred him to a urologist. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.